Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a high blood glucose level of 500 mg/dl. The customer was treated with bolus through the insulin pump and syringe. Customer stated the symptoms related to their high blood glucose such as nausea, difficulty breathing and abdominal pain. The customer was wearing the insulin pump at the time of admission. Troubleshooting was performed and discussed issues with infusion set bending and not adhering. The insulin pump was not replaced or returned for analysis.